Event description:
While placing the fnt411 implant into the osteotomy , the dr unscrewed the mount screw from the implant and the screw threaded out well, but the blue mount would not come off of the implant. They tried several times to try to remove the mount but seemed that it was "welded to the implant." They had to close the site and were unable to place this implant. Pt was sedated. The pt had to be rescheduled and sedated again.

Manufacturer narrative:
Investigation: complaint investigator¿s visual inspection of returned component, full osseotite® tapered implant 4 x 11.5mm (fnt411), has confirmed the following (reference attachment 1): the mount was stuck to the fnt411 and could not be removed without the use of excessive force. The hex on the mount screw has been stripped. When disassembled for further review, the hex of the implant appeared damaged. Damage also appeared on the hex of the mount. Although a complete dimensional analysis cannot be performed due to the damage of the as returned product, visual comparison to drawing 752002 rev r did not provide any indication of a manufacturing defect that would contribute to this event. DHR review has confirmed the following: (B)(4). No non-conformances were initiated for this lot. All units of this lot have been shipped. No additional complaints have been initiated for this lot. The review of the DHR records did not provide any indication of a manufacturing deviation that would contribute to this event. Possible cause: although a definitive root cause has not been determined, the following lists of probable causes for the stuck mount have been considered: use of a dull or worn driver caused the hex of mount screw to strip and contributed to the reported event. An attempt to loosen the mount screw in the opposing direction caused the mount to over tighten and contributed to the reported event. Failure to fully seat the driver into the mount screw causing the hex of the mount screw to strip and contributed to the reported event.

Manufacturer narrative:
Product has been received but the evaluation has not yet been completed.